Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with photophobia, transient light sensitivity, redness, and tearing on both eyes (ou) at a 9 day post-operative exam. A brief description from the surgery center indicated that the patient is complaining of sensitivity to light, redness, and tearing that interfering with work. . Topical steroids were increased to treat the symptoms. The patient will continue with follow up care until symptoms are resolved. Best corrected visual acuity (bcva) from (B)(6) 2017. Right eye pre-op 20/20 -3.00 x -1.00 x 96, left eye pre-op 20/20 -2.50 x -.75 x 80. This report is for the femtosecond laser.